Event description:
During emergency cardioversion, once lcd displayed "ready", paddles would not discharge. Three unsuccessful attempts were made. Pt converted on their own after pharmacologic intervention.